Manufacturer narrative:
Unit received with unresponsive buttons response due to keypad connector not plugged in to lcd board. Unable to verify no delivery alarm due to unresponsive buttons. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. Customer also reported that keypad was unresponsive and the device was cracked near the drive support cap. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.